Event description:
The male pt was admitted with angina. The pt had in-stent restenosis in the mid rca (stent unknown). The diameter of the vessel was 2.6-3.0. The lesion was treated with three cypher stents. Sometime after, the pt was taken off plavix for a prostate biopsy. The pt subsequently had thrombus in the stents implanted in the mid rca. No add'l info is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.